Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed false positive beta human chorionic gonadotropin (b-hcg) results for one patient while using the architect total b-hcg reagents. The following data was provided (miu/ml): (B)(6)(positive). The patient was taken to the hospital due to stomach pain, a new sample was drawn, and test result was negative, however the specific method and values were not provided. A new sample was drawn the next day and tested: <1.2 (negative). Both the original and redrawn sample were retested and both were negative, however the specific values were not provided. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of field data, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Review of field data found the complaint lot performance was comparable to other lots, and no issue was found. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.